Event description:
It was reported the patient's ipg was unable to communicate with external devices. In turn, the patient lost stimulation. The patient had not recharged or used the ipg in a year. The ipg was deemed inoperable. As a result, surgical intervention occurred wherein the ipg was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.